Event description:
It was reported that the device was not functioning properly. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that all of the service icons were displayed and the device would not operate on battery power. Physio-control removed the analog pcb assembly and found that the capacitor, designator c177, was the root cause for the excessive off-current and depleted internal battery. The customer received a replacement device.